Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had sticky trigger. It was further observed that the device could not engage the coupling attachment and would not run due to electrical control unit damage and motor damage. It was further determined that the device failed pretest for checking for attachment coupling, checking for sticky triggers, checking function of device and checking power with power test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.